Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist indicated the patient is not a good candidate for aligner therapy due to generalized gingivitis with heavy inflammation and bleeding upon probing. Additionally, there are several areas of decay that need to be restored with composite fillings. Therefore, the dentist requests the patient to cease treatment due to risk of periodontal disease which include bone loss that may led to potential loss/broken teeth. Patient initials: (B)(6).